Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® cat (clot activator tube) plus blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter: we have discovered that the red glasses, both 6ml and 4ml, do not draw enough. Event occurred during use.